Event description:
Boston scientific received information that the device pocket was observed to display infection-like symptoms. The physician elected to perform a pocket revision procedure. All chronic products remain actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.